Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system gets stuck in the boot process and the cause for the issue was software corrupt. To resolve the issue, the fse installed and configured the software on the entire system. After repair the device returned to good working order. The codes were updated based on the investigation outcome.